Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported, "patient had a thr at (B)(6) by dr. (B)(6). Patient stated that approximately 1 year post surgery he was experiencing severe pain (in leg and buttocks) as well as blisters alongside his scar, blood in his urine and kidney stones. He was admitted to (B)(6) three times and saw a specialist (dr. (B)(6)). Patient stated he saw information about a stryker recall on tv which prompted him to call us. Patient states he has a history of hip issues and had two hip surgeries at the ages of (B)(6) (fluid had been building up in the ball and socket of his hip. It was then his hip started to deteriorate)."